Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to a loose carriage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem was replicated in-house. The usm was tested in normal mode and passed without errors. Inspection confirmed loose screws on the slider block resulting in the loose carriage condition. The usm was also tested on a test platform where it passed all carriage related tests. The usm linear bearing rail would be replaced to correct the issue. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the loose screws on the slider block.

Event description:
It was reported that an inspection during a field service activity performed by an intuitive surgical inc (isi) field service engineer (fse) identified a loose carriage on universal surgical manipulator (usm) 1. No further issue was identified. There was no patient involvement.